Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone.

Event description:
Index surgery: (B)(6) 2012. Revision on (B)(6) 2014 due to loosening. Second revision on an unknown date for unknown reasons.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision on (B)(6) 2014 due to loosening. Second revision on an unknown date for unknown reasons.